Manufacturer narrative:
Technical support was notified of this occurrence. Upon review of complaint information, a service order was initiated to review the console performance on site. The reported issue was confirmed by field service engineering. Console (B)(4) failed the inspection due to a defective cv4 valve, the pt6 valve was also replaced during console servicing.

Event description:
Information received by medtronic indicated that after one successful ablation, the coaxial umbilical icon was observed. The catheter and coaxial umbilical were changed without resolution. The console was rebooted without resolution. The user switched to a second console to complete the cryoablation procedure. There were no patient complications. Reportable following revision to regulatory reporting criteria.